Manufacturer narrative:
Per tandem's pump user guide, "disconnect your infusion set from your body before flying in an aircraft without cabin pressurization or in planes used for aerobatics or combat simulation (pressurized or not). Rapid changes in altitude or gravity can affect insulin delivery and cause injury." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer remained connected to the pump while experiencing pressure changes during a flight in a helicopter. Reportedly, more insulin than intended was delivered, due to the pressure change. Blood glucose (bg) level lowered to 65 mg/dl. Customer required assistance from coworkers, who assisted providing food to address bg level.